Event description:
Philips received a complaint from technician, reporting that the v60 ventilator had stability issues due to physical damage. There was no patient involvement when the issue occurred. There was no patient or user harm reported. It was reported that the central processing unit (cpu) cover tray shaft had snapped off from the plate, and the rear left foot was missing, the adapter plate was badly bent in the front-right corner and was causing the device to tilt down and to the right. A bottom foot kit and cpu tray cover were ordered for repair.

Manufacturer narrative:
A follow up was performed, and the customer reported that the bottom foot kit and central processing unit (cpu) tray cover were replaced, and the issue was resolved. The device was returned to service.